Manufacturer narrative:
Evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a faulty mouthpiece, interference on the screen with endoeyes and the hardware could not read the scope effectively. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Please see corrected data in h6 (component coding and medical device problem code). The customer's allegation was confirmed. During device evaluation found a bent pin of the mouthpiece. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was likely the interference occurred on the screen because the mouthpiece pin was bent. A definitive root cause of the interference occurred on the screen when the device was used with a scope could not be identified. Olympus will continue to monitor the field performance of this device.